Manufacturer narrative:
The complainant indicated the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. At this time we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corp that a gemini stone retrieval paired wire / helical basket was used during a ureteroscopy procedure performed in 2009 according to the complainant, during the procedure, the amber sheath broke and fell into the pt. The physician removed the basket and removed the sheath successfully. No parts were left in the pt. The device used to remove the sheath is unk. The case was completed successfully. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "fine".